Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015: device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: a review of the pump black box data no evidence of power issues. A visual inspection of the pump indicated no damage the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap contact height and width measurements were found to be within specifications. During investigation, the pump powered on with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. The complaint of a power issue was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.